Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "very noisy and gets hot while in use" was confirmed. During service the device was found with damaged bearings. If additional information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from the (B)(6), stating that the device was "very noisy and gets hot while in use" during surgery. No patient or user injury or medical intervention occurred. It is unknown if a delay in the surgical procedure occurred as a result of the device issue. There was no additional information provided.